Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back tests in the meter memory of 110, 101, 112, 200 and 109 mg/dl. The customer is only concerned with the erratic results and not the high results. The customer's expected fasting blood glucose test result range is 98 - 101 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 217 mg/dl and 218 mg/dl using truemetrix meter. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: result 1 : 110 mg/dl date: (B)(6) time: 6:56 am fasting, result 2 : 101 mg/dl date: (B)(6) time: 6:54 am fasting , result 3 : 112 mg/dl date: (B)(6) time: 6:53 am fasting, result 4 : 200 mg/dl date: (B)(6) time: 6:52 am fasting , result 5 : 109 mg/dl date: (B)(6) time: 6:52 am fasting. Customer states that results are erratic. The customer is only concerned with the erratic results and not the high results.